Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02536.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-02535 and 1225714-2013-02536. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient's experience was sudden in nature, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.